Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the insulin pump's drive support cap was sticking out. The customer¿s blood glucose level was unknown. Troubleshooting was performed. The customer was advised to discontinue use of the device and revert to a back-up plan. The device will not be returned for analysis.